Manufacturer narrative:
Additional information received in x-ray review, identified that this product is possibly related to the reported event. Reported event was confirmed by review of x-rays provided. X-ray review: significant lucency is seen along the proximal femur which may indicate osteolysis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's right hip has been indicated for revision approximately 23 years post-implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001822565 - 2017 - 08028, 0001822565 - 2017 - 08029, 0001822565 - 2017 - 08030, 0001822565 - 2017 - 08031. Concomitant medical products: apr stem, unknown part/lot, acetabular cup, unknown part/lot , femoral head, unknown part/lot, acetabular liner, unknown part/lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that the patient has been indicated for revision approximately 23 years post-implantation due to unknown reasons. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined that this device is not reportable as it was not involved in the event and did not malfunction. The initial report was forwarded in error and should be voided.